Event description:
Pt called technical support to report feeling bloated due to his ccpd treatment. Treatment data from the cycler: drain 0: 8,006 ml, fill 1: 2,418 ml. The treatment was canceled and the pt completed the treatment with manual exchanges. The pt is fine, had no adverse effects and no medical intervention was required. The pt continues peritoneal dialysis treatments with capd. The reported large drain 0 volume of 8,006 ml exceeds the reported drain criteria of 180% of the prescribed fill volume of 2,500 ml for a device malfunction (320%).

Manufacturer narrative:
A review of the info provided was performed. A large intra-peritoneal volume drained at the start of the pt's prescribed ccpd treatment occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler is currently undergoing evaluation and a supplemental report will be submitted upon completion.